Event description:
The pt has two scs systems. It was reported the pt lost the programmer and charger to one of his systems and consequently lost stimulation approx 6 months ago. The sjm rep confirmed this ipg will no longer establish communication with external devices. The pt was advised to charge his other ipg which allegedly is working. It was reported the physician is trying to determine the next course of action.

Manufacturer narrative:
Correction removal and reporting numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field corrections. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.